Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine (unknown concentration at 18.506 mg/day) via implantable infusion pump. The indication for use was non-malignant pain. It was reported that the healthcare provider (hcp) wanted to replace the pump because for over 6 months during refills too much medication would be found in the device. No symptoms were reported. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Corrected to reflect the information received on 2020-feb-03 indicating that no adverse experience had occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional was received from the healthcare provider (hcp) indicated that resistance was present when they attempted to aspirate through the entry into the spinal fluid. It was reported that the patient had increased pain. During the revision a kink was not found and that a new catheter was spliced to the connector. No further complications have been reported.

Manufacturer narrative:
Continuation of d11: product ID: neu_unknown_cath, serial# (B)(6), implanted: (B)(6) 2008, product type: catheter. Product ID: 8578, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter product ID: 8578, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID *unkcath, serial# (B)(4), implanted: (B)(6) 2008. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) on 2020-feb-03. It was reported that on (B)(6) 2019, the expected residual volume (ev) was 11.2 and the actual volume (av) was 14 ml; (B)(6) 2019: ev: 14.2, av 16.2; (B)(6) 2019: ev: 14.1, av: 15.1 ml; (B)(6) 2019: ev: 10.5ml, av: 13; (B)(6) 2019: ev: 4.8; av: 8 ml ; (B)(6) 2019: ev: 4.1, av: 7.0; (B)(6) 2019: ev: 4.9, av: 8.5; (B)(6) 2019: ev: 7.7 ml, av: 11. A roller dye study and cathogram were performed on (B)(6) 2020. Resistance was met when the hcp attempted to inject dye into the pump and the hcp was unable to aspirate via the catheter access port. The hcp suspected that a catheter occlusion, a kink of the tubing versus other obstruction, was present. A pump and catheter revision/replacement was ordered a pocket revision. However, due to issues with the patient's insurance, the patient declined the revision. The pump infusion rate was reduced and the patient was given oral opioid prescription until they could afford the corrective surgery. The patient's weight at the time of the event was provided. No further information was provided.

Manufacturer narrative:
Section 'device' information refers to the main device. The other relevant components include: product ID: neu_unknown_cath, lot/serial# (B)(4), implanted: (B)(6) 2008, (still implanted), product type: catheter; product ID: 8578, lot#/serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter; product ID: 8596sc, lot/serial# (B)(4), implanted: (B)(6) 2020, product type: catheter; ubd: 2021-06-13, UDI#(B)(4). Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter, ubd: 2021-04-11, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). It was reported the patient's catheter was revised but aspiration was still unsuccessful following the revision. The pump segment of the catheter was revised in june during the revision. The catheter that comprised the remaining portion was unknown. The clinic reported high residuals volumes were still being reported at refills. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The physician has elected to close the case and rescheduled the patient for a full catheter/system replacement on (B)(6) 2020.